Event description:
It was reported that while the anesthesia workstation was connected to a patient it generated a technical error code indicating a patient cassette error. The anesthesia workstation was replaced. The device replacement resulted in a circulatory instability (blood pressure 54/28 mmhg) and a drop in saturation level spo2 to 84%. Patient final outcome is unknown. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. The investigation consists of the onsite investigation performed by our field service engineer and evaluation of the system device log. The anesthesia workstation (hereafter named system) was investigated onsite by our field service engineer. The reported technical error code indicating a patient cassette error was reproduced. The patient cassette was replaced which solved the failure. The system passed the system checkout and was cleared for clinical use. The patient cassette was kept by the customer. The system device logs were sent for evaluation. Information received from the user facility stated that the system continued to work even after the technical error code had been generated. Evaluation of the test log shows that successful system checkout's were performed before and after the reported event. Evaluation of the event log shows that the treatment was started in automatic ventilation in volume control mode and 4 seconds after the treatment start, the technical error code indicating a patient cassette error was generated. The treatment continued during 8 minutes without interruption, some ventilation and parameter changes were performed, until the system was set to standby by the user. The technical log shows that the technical error in patient cassette was generated due to patient cassette thermistor error which indicates that the temperature sensor in the patient cassette was faulty. The patient cassette thermistor error had been generated on and off during the last two days when the system was in standby. This error do not affect the flow, pressure and agent delivery. The patient cassette is the main interface for distributing gas to and from the patient. The patient cassette is also measuring the expiratory gas flow. The expiratory flow transducer is the measuring device for the expiratory gas flow, using ultrasound technique with two ultrasonic transducers/receivers. The expiratory gas temperature is measured and is one of the parameters used for gas flow calculations and the volume measuring. The temperature sensor, located close to the expiratory inlet, measures the temperature of the gas flow from the patient. The patient cassette is a removable easy-to-clean unit. The conclusion is that the reported failure indicating a technical error in the patient cassette occurred and the failure was caused by a faulty temperature sensor in the patient cassette. This error did not affect the flow, pressure and agent delivery. According to the received information from the user facility the patient saturation decrease did not occur during treatment but during the procedure when the patient was transferred to another system.

Event description:
Manufacturer's reference #: (B)(4).